Event description:
It was reported that on the 3rd day of cartridge being in use, the customer experiences elevated blood glucose levels (approximately 500 mg/dl). Customer was unable to stabilize his blood glucose levels through manual injections and was hospitalized on (B)(6) 2015. Customer was treated through intravenous saline drip and insulin injections, and was released from the hospital on (B)(6) 2015.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.